Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: a gladiator device - 6x40x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 7mm proximal of the proximal markerband and extending approximately 44mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.